Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19jul2019. The customer troubleshot with technical support and was able to locate another copy on the computer of the software to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the software that was sent to the customer was not working correctly. No patient involvement.